Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due a dislodgement. The dislodgement was confirmed via xray and there was failure to capture. It was suspected that the dislodgment may have been a result of twiddler's syndrome. This lead was successfully replaced with a new lead. No additional adverse patient effects were reported.